Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 4.00x16mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00x16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the hypotube was fractured and it could not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. A synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 4.00x16mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00x16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the hypotube was fractured and it could not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.